Event description:
Reportedly, an issue related to rate response occurred after af ablation by electroporation. The patient was in his/her bed and was paced above 100bpm after the ablation (settings: mv only, rr fixed, low activity level). The physucian had to deactivate the mv sensor on (B)(6) 2025, during the day. The device had been re-interrogated at the end of the day, the mv sensor had been reactivated and it was functionig well at rest and while the patient was walking. The physician would like to understand what did happen.

Manufacturer narrative:
Erratic behavior may be induced on the mv sensor during electroporation procedure. The electric potentials of the electroporation appear as signals in the processing chain of the sensor, which may interpret them as an increased breathing rate by the patient, therefore activating the rate response algorithm. Due to the random amplitude, duration and phase relation between the electroporation pulses and the mv sensor sampling rate it is difficult to predict the precise behavior, however a scenario like the one reported (increase in pacing rate) may occur. It is known that external electric fields may leave some electric charges on the surface of the electrodes (including the device can), which can temporarily affect the pacemaker functioning in the short term (minutes to hours), leaving no consequences on the device operation afterwards. The subject device operated properly at the reactivation of the mv, hence any eventual residual polarization was no longer present. The calibration parameters related to the rate response function need a much longer time to evolve (days) compared to the active part of the ablation procedure (in which the electric pulses are delivered). Any potential impact of the electroporation therapy on the calibration parameters of the rate response algorithm can be excluded. At reactivation of the rate response function the mv sensor is reinitialized in the rest state, therefore any previous perturbation on the rate response frequency is eliminated. No permanent alteration of the mv sensor is expected after electroporation procedure. Deactivation and subsequent reactivation of the mv sensor reset the sensor to the initial state, thus eliminating any residual effect. Effects on the calibration parameters of the mv sensor can be excluded due to the short duration of the ablation procedure compared to the period for the mv calibration. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, an issue related to rate response occurred after af ablation by electroporation. The patient was in his/her bed and was paced above 100 bpm after the ablation (settings: mv only, rr fixed, low activity level). The physician had to deactivate the mv sensor on (B)(6) 2025, during the day. The device had been re-interrogated at the end of the day, the mv sensor had been reactivated and it was functioning well at rest and while the patient was walking. The physician would like to understand what did happen.